Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states painful tibia, found to be grossly loose, femur well fixed, but found to be questionable positioning. Cement was fixed to bone on tibia, but not tibial implant. Cement well fixed to femoral component and to femoral bone. Depuy cement used, however hospital purchases in bulk and lot number is unknown. Surgeon had concerns of the loose tibia, marrow lipid infiltration could be cause of loosening, but could not explain the phenomenon in detail. Doi: (B)(6) 2015; dor: (B)(6) 2018; right knee.

Event description:
Medical records received. On (B)(6) 2015 the patient had a right total knee arthroplasty to address primary osteoarthritis of the right knee. Due to patient¿s poor bone stock, pins in the distal femur and in proximal tibia were not satisfactory so the plans for computer assisted surgery were abandoned. Depuy components, including depuy patella and depuy cement x1 were implanted during this procedure. There were no intraoperative complications noted. On (B)(6) 2018, the patient had a revision of right total knee arthroplasty to address failed total right knee. During the procedure the surgeon observed hypertrophic synovial tissue, gross loosening of the tibial component along with subsidence. The loosening of the tibial tray was at the implant/cement interface. The femoral component was found to be loose (no interface), varus malalignment and osteolytic area of bone. The patella was not revised. Depuy components, including depuy cement x2 were implanted during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (age, dob), b5, b7, d4 (expiry date), d10 concomitant med products, h6 health effect - clinical code, medical device problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, h6 health effect - impact code.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.